Event description:
When the surgeon penetrated trans-vaginally he punctured the pt's bladder. He was trying to retrieve the suture tail from the retro pubic space. A cystoscopy was performed by the surgeon and revealed the bladder puncture. The surgeon took out the sutures from the site where the bladder puncture occurred and rethreaded the tail. Surgery was completed without further incident.